Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire became stuck in the catheter and was unable to be advanced or withdrawn. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, it could be seen that the guidewire lumen was detached from the tip. Also, damage to the catheter was observed. Under the microscope it was observed that the catheter was damaged. Due to the damage to the catheter and the detached guidewire lumen the reported allegation of stuck guidewire could not be tested nor confirmed. Initial reporter phone:(B)(6) not in fields due to character limits.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone number: (B)(6).

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The guidewire became stuck in the catheter and was unable to be advanced or withdrawn. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.